Event description:
It was reported that the physician repositioned the lead. The r-wave amplitude had diminished since implant and was not acceptable.

Manufacturer narrative:
The damage found is consistent with that occurring during the surgical procedure.